Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly and the battery gauge jumped from 100% to 5% multiple times. The customer's blood glucose level was 158 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.